Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). H6: type of investigation - additional/correction: please remove "4119" and replace it with the correct code "4115". MDR-(B)(4) was initially: "created because of change in following meaningful field(s) : transmitter serial #" but the tx serial # is still "ni" (even when I sync product/ncmr fields on the cmpl) so the only correction/change needed is the h6.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).